Event description:
This case concerns a female patient enrolled in the cd-2 protocol (a multicenter, open-label, study of extracorporeal photoimmune therapy (ecp) with uvadex in the treatment of patients with moderately active crohn's disease who are refractory or intolerant to immunosuppressants and/or anti-tnf agents). In 2005, during a scheduled ecp treatment with the 225 ml bowl, the health care professional reversed the connections for the heparinized saline and the saline bags. This caused the kit to be primed with saline rather than anticoagulant and saline. Therefore, the circuit was not properly anticoagulated prior to the introduction of blood. When blood entered the kit it then coagulated during the treatment, and the blood could not be returned or partially returned to the patient, and the patient collapsed. Ecp treatment was stopped without patient administration of uvadex. The patient recovered. Blood parameters are to be checked prior to the next scheduled ecp treatment. No further information was provided. The cause of this incident was an operator error.